Event description:
Reportedly, the cpr4 programmer head would not interrogate any device. Attempted to interrogate in each smarttouch xt port (tablet and dock) as well as on a second machine. Noted that the upper right location indicator light was not illuminating.

Event description:
Reportedly, the cpr4 programmer head would not interrogate any device. Attempted to interrogate in each smarttouch xt port (tablet and dock) as well as on a second machine. Noted that the upper right location indicator light was not illuminating.

Manufacturer narrative:
The DHR review has shown that the device was manufactured in accordance with all applicable procedures. The most probable hypotheses are that the cpr4 was not properly connected or that there is an internal electronic components damaged. Based on the attached photo and the provided DHR, the reported issue could not be explained. As the subject cpr4 head was not received, no definitive root cause could be established. This case is retained and utilized for trend analysis.